Event description:
It was reported that when using the bd pyxis¿ medstation¿ es order set was not working in pyxis system. The customer reported that after updating the pancreatic enzyme ft unclogger order set to remove the sterile water solution, pyxis no longer recognized the components. Nurses were unable to remove pancrelipase and sodium bicarbonate under the order set, though entering them as separate orders worked correctly. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist confirmed that there was no response or update from the customer. The case was closed following the third strike process. Additional information was added to the record if and when it was received.